Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email, the customer was contacted via a phone call to upgrade the insulin pump. During the call customer mentioned the battery casing had scratches inside. The device also had cracks. The customer had do change the battery frequently and the device would reject new batteries (failed battery test). Customer had to also restart the device a couple of time in order for it to properly rewind. Customer declined being transferred in order to properly troubleshoot the device. The insulin pump is not returning for analysis.